Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged of having lightheaded, high blood pressure and kidney problems that was being discussed with the doctor while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of having lightheaded, high blood pressure and kidney problems that was being discussed with the doctor while using this device. Related to a CPAP device's sound abatement foam. The patient also allegedof having lightheaded, high blood pressure and kidney problems that was being discussed with the doctor while using this device was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case. The patient did not receive any medical intervention. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed.

Manufacturer narrative:
Additional information was received on nov 20 , 2024 and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of having lightheaded, high blood pressure and kidney problems that was being discussed with the doctor while using this device. Related to a CPAP device's sound abatement foam.the patient also allegedof having lightheaded, high blood pressure and kidney problems that was being discussed with the doctor while using this device was reviewed by the pms clinical expert. This event is assessed as not related to the device in this case.the patient did not receive any medical intervention section b1 was corrected for product problem. (Both adverse event and product problem was checked in the previous MDR.) Section b2 was corrected to blank. (Previously, it was other serious or important medical events.) Section h1 was changed from serious injury to malfunction.